Event description:
A medtronic rep reported the surgeon was inaccurate approx 5mm during a spinal fusion. The surgeon had the iso-c tracker over the spinal cord, however, navigation showed over the pedicle. The procedure was completed with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
Replacement camera shipped (B)(4) 2012. RMA issued. Eval of psu finds internal mechanism was very loose; moving around inside external housing. Main screw on right side near the lens had fallen out. Main screw on left side was very loose. Entire mechanism was moving; causing the sensor assembly on the right to be out of alignment. Tracking was found to be normal through out the volume during functional testing. Psu passed the aak test and is fully functional.